Event description:
The customer contact reported the device touchscreen would not calibrate. The device was returned to the biomedical department from a medical/surgical floor with a report that during set up prior to patient use, the device touchscreen does not respond. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found the device touchscreen did not respond when pressed. The probable cause was due to corrosion which was due to fluid ingress. This device has been identified as part of a product recall. This report represents all the information know by the reporter upon query by hospira personnel.